Event description:
A report was received on 28 jan 2025 from the home therapy nurse (htn) of a 47-year-old female patient with a complex medical history including poorly controlled hypertension and end stage renal disease, who stated the patient was hospitalized after being unable to complete dialysis therapy on (B)(6) 2025. Additional information was received on 30 jan 2025 from the htn who stated the patient presented to hospital (B)(6) 2025 with shortness of breath and a hypertensive emergency (blood pressure 224/124 mmhg). Per the hospital records and treatment notes, the patient had been unable to successfully troubleshoot access pressures and related alarms, electing to terminate treatments without rinseback. The patient received intravenous (IV) labetalol and hydralazine infusions and was dialyzed in hospital. She was discharged (B)(6) 2025 and following the event, continues to treat using the nxstage system.

Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).